Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed infusion sets and cartridges, however issue persisted. Customer's blood glucose level was 386 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.